Event description:
It was reported that myopotential oversensing was observed. No intervention has been performed at this time. Further information was requested but is not yet available.

Manufacturer narrative:
Further information was requested but is not yet available.